Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. We have not received any sample to analyze this complaint. Without any sample we cannot carry out an analysis in order to take a decision. However, needles from stock of the same needle raw material batches have been tested for bending strength and the results fulfill product specification: 4.33 nxcm, 4.48 nxcm and 4.31 nxcm in minimum. Minimum bending strength specification: > 4.00 nxcm. Furthermore, bending strength results before releasing the product were 4.48 nxcm, 4.69 nxcm and 4.66 nxcm in minimum, and fulfilled the specification (minimum bending strength specification: > 4.00 nxcm). Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Incident: needle broken when nurse used needle holder pull it out. No sample was available.